Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set had tubing primed with a cytotoxic therapy ready for use post procedure. However, the reporter stated the "three way end of the tubing" was not fitting. Therefore, another device from the same lot was utilized with no issue. No adverse patient effects were reported.